Event description:
It was reported that the patient¿s malignant pain had escalated and the healthcare provider (hcp) wanted to add bupivacaine to help with the pain. The hcp stated that the patient¿s pain was currently ¿10 out of 10¿. The hcp inquired about how to perform a bridge bolus as the concentration of dilaudid was to be changed from 5 mg/ml to 10 mg/ml. The desired dose of dilaudid was 3 mg/day and it was determined that the amount of the bolus would be 1.975 mg with a duration of 15 hours 50 minutes. The patient was also allowed a bolus via the personal therapy manager (ptm) of 1 mg. The hcp was to monitor the patient following the changes. It was later reported that the patient¿s metastatic prostate cancer was worsening. An x-ray was performed on (B)(6) 2013 that showed an intact system so the dose was increased; however, there was no change in the patient¿s pain. It was noted that the patient had an increase in pain over the month previous to the report with increase in metastatic lesions per the oncologist. The change in medication to dilaudid/bupivacaine decreased the patient¿s pain but the pain was not resolved. It was later reported that pump volume discrepancies had occurred at multiple refill. During the most recent refill the actual residual volume (arv) was 10 ml while the expected residual volume (erv) was 6.5 ml. At the past 2 refills the arv was and 9 ml while the erv was 8.5 ml and 7.4 ml respectively; approximately 1.5 ml difference. It was also reported that approximately (B)(6) 2013 the pump shifted in the pocket with the pump/catheter connection area ¿at a 10 to 7 on a clock dial¿. It was confirmed that everything was working with the pump and there were no catheter kinks or pump issues so it was left as it was. The healthcare provider (hcp) was to increase the patient¿s dose on the day of the report as the patient¿s metastatic cancer pain had been worsening. The patient was taken of chemotherapy which the hcp believed also contributed to the patient¿s pain worsening.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).